Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap metal piece came off and since has been having issues every time they change batteries. The customer reports the insulin pump has had blank displays. Customer¿s blood glucose was 107 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.